Manufacturer narrative:
P cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked retainer, pillowing keypad overlay and minor scratches on case. No unexpected scratched screen were noted. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratch on screen which make it little hard to read. No harm requiring medical intervention was reported. The device will not be returned for analysis.